Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications or consequences that were reported to have occurred. The patient came in for their 45-day follow-up transesophageal echocardiogram (tee) procedure. The images showed that there was a device related thrombus present. The patient will remain on their anticoagulation medication with a planned follow-up tee scheduled.